Event description:
It was reported that the patient presented to the clinic due to non-sustained lead noise. Upon interrogation high capture threshold was observed. Dislodgement was noted via x-ray. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.